Manufacturer narrative:
Ortho performed retain testing, batch review, complaint review by lot, donor history, and donor complaint review. All results were satisfactory. Sample was not returned to ortho for further investigation. (B)(4)

Event description:
Report 1 of 2 sample 1- customer reported delayed hemolytic transfusion reaction due to missing anti-jka. Dat positive. Customer reporting false negative reaction to the 0.8% surgiscreen lot# vss823 cell# 1 with one sample with previous history of anti-e and anti-little c, that later identified an anti-jka ( showing dosage) according to customer, sample was tested on (B)(6) 2016 using provue, for antibody screen using 0.8% surgiscreen lot # vss823. Antibody screen result was positive for e+c+ cell. No reactivity noted with cell #1 ( homozygous for jka). Patient was transfused on (B)(6) 2016 with packed cells (e and little c negative units). However, upon further investigation, unit transfused on (B)(6) 2016 was jka negative, but other 3 donor units transfused to patient were jka positive. Sample 2: customer further stated on (B)(6) 2016; a new sample was collected and still using 0.8% screening cells lot # vss823 for antibody screen, and again no reactivity was noted with cell #1. Additional testing was performed with 0.8% resolve panel a and "?" Reactions were flagged by provue for cell # 4 and #10 ( both cells were homozygous for jka), but cell #9 was negative- also homozygous for jka. Customer then tested sample using 0.8% resolve panel c lot # vrc220 (treated cells) and stated anti-jka was identified. With additional testing, customer claimed dat testing on sample collected on (B)(6) 2016 (post transfusion) was performed and dat was positive. Customer claimed no elution testing was performed on positive dat sample. Customer further stated patient was phenotyped on sample collected on (B)(6) 2016 and was jka negative. Customer will be sending copies of panels and copy of transfusion work-up to ortho. Issue started on: (B)(6) 2016 ; reported 7/18/2016. Frequency: 2 samples. Microtubes/wells or cell (donor #) affected: cell#1 of 0.8% surgiscreen lot # vss823. Methodology used: provue/ gel. Incubation time (for manual test only): 15 min. Reaction grade obtained: positive. Customer stated transfusion was ok with no issue noted with patient. All listed ortho products have been confirmed to have normal appearance and has been stored according to the package insert indications. No reports of any discrepancies with daily qc was reported. Ortho discussed possible causes of the false negative reaction, including donor phenotype variability and the titer of the antibody may have been a contributing factor. Customer indicates their understanding and requires no additional follow up. Customer satisfied with the documentation of the reported concern. Only reporting incident for tracking and trending. Customer further added, patient was transfused on (B)(6), but that packed cell unit was jka negative. The packed cell units transfused on (B)(6) 2016 were jka positive. Based on information provided by customer, a total of three units of jka positive packed red cells were transfused to patient a second (B)(4) was opened for 0.8% resolve panel a.